Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on information reviewed, a cause for the reported unintended movement (clip open ¿ during establishing final arm angle (efaa)) in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip opened during the final arm angle test (00408u170). It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (00408u170) was advanced to the mitral valve. The final arm angle test failed (efaa). Troubleshooting was performed, the arm positioner was rotated five times more times, the clip failed the second efaa test. The clip was not implanted and was removed. A new cds (00616u260) was advanced and the clip was implanted. The clip detached from the posterior leaflet and remained attached to anterior leaflet (single leaflet device attachment/slda). Tissue damage was noted on the posterior leaflet. A second clip was implanted, stabilizing the slda clip and further reducing mr to 2. No additional information was provided.